Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the photograph did not provide enough information to verify the reported issue. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported three (3) external fluid leaks were observed originating from an unspecified locations with a u9000 set during prime. There was no patient involvement. No additional information is available.